Event description:
Customer service engineer (cse) reported an 840 vent that had a blank display. The cse inspected the device and replaced the backlight inverter pcb. The unit passed extended self-testing.